Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the continuous glucose monitor showed a blood glucose (bg) of 40 mg/dl. Reportedly, the customer did not feel as though bg was that low. However, the customer did not do a finger test. Bg was addressed with dinner. The cause of bg was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User completed cartridge change sequence on (B)(6) 2018. There were no irregular bolus requests or deliveries. Cgm alert 3 (cgm glucose reading below user threshold) annunciated at 4:28pm on (B)(6) 2018. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.